Event description:
The customer contacted beckman coulter inc. To report aspiration errors and blood draining out of the probe on the unicel dxh 800 coulter cellular analysis system. The amount of fluid leak from the aspiration probe was about 2 ml and was contained within the instrument. The aspiration probe and probe wash assembly could contain blood, controls, and dxh diluent during normal operation or dxh cleaner during shutdown. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer performed a bleaching procedure but the probe continued to drip. The customer requested service for the unit. On the day of the event ((B)(6) 2012) the fse found the probe wipe leaking and replaced vl341. Vl341 is a solenoid on manifold (mf340) for probe waste distribution. The fse replaced the probe wipe, connected probe vl303 and replaced the compressor. The fse confirmed on (B)(4) 2012 vl341 was the cause of the probe wipe leaking. The solenoid was not opening or closing at all; it had leaked internally. The probe leak was contained inside the instrument. All of the other repairs made during the service call were due to problems the fse observed while performing his verification.

Manufacturer narrative:
The cause of the probe leak is vl341 was not opening/closing. The solenoid failed because it had leaked internally. (B)(4).